Event description:
It was reported that during an arthroscopic shoulder procedure using the turbovac 90 icw wand, the wand would not activate. The surgeon opted to complete the procedure using a competitive device. There were no pt complications reported as a result of this event.